Event description:
A (B)(6) male was prepped in the operating room for a laparoscopic appendectomy. The operating room surgical tech screwed the mini metz switch blade (scissor-tip) on appropriately. The surgical tech is skilled with many years of pediatric operating room experience. The surgeon inserted the device into the abdomen through the trocar, squeezed the handle to use the device, and the scissor-tip fell off. The surgeon obtained the item without difficulty with a pair of graspers. A replacement 'scissor-tip' was obtained and screwed on by the same surgical tech. This second device was used without difficulty. No injury to the pt.